Manufacturer narrative:
Exemption number e2015055. The 20 devices were received for evaluation; 20 events were confirmed during testing. Nineteen devices were found to be affected by accidental damage and 1 device was found to be affected by damaged components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 20 malfunction events, in which the device reportedly disassembled. There was patient involvement; no patient impact.